Manufacturer narrative:
Initial report ref to natus complaint (B)(4). The customer has been requested to return the product for evaluation, complete and return the complaint form, and to provide the lot number of the affected part. Further investigation to be carried out.

Event description:
Nt821731c - there has been a second incident. Broken evd at the area of the proximal stopcock. No injuries reported.

Event description:
Nt821731c - there has been a second incident. Broken evd at the area of the proximal stopcock. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Section d4 - lot# 118000999847. Risk review: (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14. Cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment. Risk severity:3 (low). 21 february 2024 - awaiting return of the affected product.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke in use" complaints within the past two years. 41,281 nt821731c units sold within past two years. Failure rate = 0.01% root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: the broken stopcock has a large crack by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - there has been a second incident. Broken evd at the area of the proximal stopcock. No injuries reported.